Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was alleged that the battery compartment was very hot. The battery was removed from the pump and it was very hot as well. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the black box showed no sudden changes in temperature prior to the time of reported overheating, the pump was not powered back on after the time of the reported overheating. The pump. Was run for 24 hours with the customer pump settings and no alarms, overheating, or power loss occurred. The pump electrical current draws were within specifications. No evidence of moisture was found in the battery compartment internally. The power flex and components were inspected to find no defects. The battery was not returned with the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).